Event description:
It was reported that the patient experienced pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient experienced inflation issues, when the patient pressed the pump the saline did not fill the cylinder. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: product analysis did not confirm a pump malfunction, collapse, or inflation issue. The investigation conclusion code of no problem detected was chosen because the reported events were not confirmed through product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient experienced inflation issues, when the patient pressed the pump the saline did not fill the cylinder. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.